Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of myocardial infarction and thrombosis are known adverse events as listed in the rx graftmaster instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that on (B)(6) 2005, a procedure was performed to treat an acute myocardial infarction (ami) patient with a lesion in the mid left anterior descending artery (lad) with 99% stenosis. During the procedure, a perforation occurred when an unspecified stent was implanted. A graftmaster 3.5 x 19 mm stent was implanted to successfully seal the perforation and hemostasis was achieved. Residual stenosis was reduced to 25%. The patient was prescribed aspirin 100mg and ticlopidine 200mg and as of follow up on (B)(6) 2006, the patient was still on the medication with no symptoms noted. On (B)(6) 2013, the patient returned to another hospital with an ami. It was confirmed that the graftmaster stent in the mid lad was occluded with thrombus. The thrombus was aspirated and long inflations of a tenku 3.0 x 15 mm balloon were performed. Blood flow was restored and residual stenosis was reduced to 25%. The procedure was completed and no adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.